Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade-unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture, baker grade-unknown.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade unknown". Device remains implanted.